Manufacturer narrative:
H6: code 22 - according to the gore excluder aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Manufacturer narrative:
According to the gore® excluder® aaa endoprostheses featuring c3 deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2020 a reintervention was performed for a suspected, but unsubstantiated proximal type I endoleak. An aortic extender component was implanted. The patient is doing well and tolerated the procedure.